Event description:
A ventilator was returned to the manufacturer for service. There was no harm or injury reported. The ventilator was evaluated by a field service engineer, the device failed a test step during testing. The device's 3-way solenoid and in-line proximal filter were replaced to address the issue.

Manufacturer narrative:
The manufacture previously reported a ventilator was returned to the manufacturer for service. There was no harm or injury reported. The ventilator was evaluated by a field service engineer, the device failed a test step during testing. The device's 3-way solenoid and in-line proximal filter were replaced to address the issue. The 3-way solenoid and in-line proximal filter were evaluated by the manufacturer's product investigation laboratory (pil) and found the 3-way solenoid and in-line proximal filter functioned as designed and operated without issue or error codes.